Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was thought to be a heart attack but the autopsy report had not been obtained at the time of the call. The caller stated that the customer had several convulsions that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer had highs and lows that caused major reactions. The customer was wearing the insulin pump at the time of death. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The caller was unsure if the customer was using sensors. The customer had been using the insulin pump for a month before they passed. The caller agreed to return the insulin pump for analysis. Frn- unk¿ reservoir.